Event description:
It was reported that the patient expired due to chronic combined heart failure. The patient's implantable cardioverter defibrillator (ICD), right atrial lead, right ventricular lead, and previously capped right ventricular lead were all explanted. It is unknown if the patient's device or leads contributed to the patient's death.

Manufacturer narrative:
The reported event was patient death. As received, a partial connector portion of the lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.